Event description:
Red status led, device will not power up with the on/off button. No patient involvement.

Manufacturer narrative:
During the investigation the green status indicator was observed to be constantly lit causing the device to have a high current drain. This would have resulted in the premature depletion of the installed pad-pak and the subsequent low battery failure on the (B)(6) 2020. The pad-pak would have continued to deplete up until the point of being unable to power on the device as per the reported fault. The measurements taken during the investigation would indicate a failing membrane.

Event description:
Red status led, device will not power up with the on/off button. No patient involvement.